Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers 2 and 4 often gets stuck due to defective cubies. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers 2 and 4 often gets stuck due to defective cubies. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, it was determined that the drawer was failed. A technical support specialist (tss) stated that field service engineer was dispatched and confirmed issue was resolved but the parties do not remember the specifics, so case was closed.